Manufacturer narrative:
One used tracheostomy tube was returned for product inspection. Visual inspection revealed the tracheostomy tube's connector detached, and its retaining ring cracked. The device connector is not a component that is intended on being removed from the tracheostomy tube. Inspection of the connector observed residual adhesive inside it, suggesting the connector had been assembled to the tracheostomy tube during manufacturing. The location and physical characteristics of the damaged connector and ring are indicative of excessive stress applied to the device during use. The instructions for use (IFU) 4.6 directs the user to hold the base of the 15mm connector when disconnecting. If difficulty is experienced when disconnecting, the user should utilize the disconnect wedge that is provided. The IFU warns the user to refrain from applying forces to the tube itself as it may result in tube damage. No evidence was found to suggest the reported event was related to an intrinsic product defect. No corrective actions are planned at this time.

Manufacturer narrative:
The customer has not returned the device sample to the manufacturer for investigation. When and if the device becomes available and is returned and investigated, the manufacturer will file a follow-up report detailing the investigation results.

Event description:
The supplier reported on behalf of the in-home patient explaining that the listed tracheostomy tube was in use with a heat and moisture exchanger (hme) when the mother of the patient removed the hme. When the hme was removed, the retaining ring was observed detached from the tracheostomy tube connector. The reporter indicated that no adverse effects resulted from event.